Event description:
Ventilator was set up for patient needing emergent ventilation and was found to be inoperative. Patient had to be ambu-bagged to CT scan rather than being placed on vent during the scan. Biomed discussed with service tech of manufacturer who thought switch was either dirty or faulty. Switched was inspected, cleaned, and ventilator ran eight hours with no failure.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: other. Conclusion: device failed just prior to use, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.